Event description:
Pt was 1 1/2 hrs into an unevenful hemodialysis treatment when he started to c/o being cold, diaphoretic, nausea, and abdominal cramps after his medications were given, through the piggyback line of the venous chamber of the bloodline. After checking the dialyzer, it was found that the renalin test was positive for the sterilant. Pt was removed from the machine and was sent to the hosp per md order. He was discharged from the hosp the same day of admission and has returned to the dialysis unit in satisfactory condition.